Event description:
In 2009, a company representative reported she met with the patient and his mother yesterday. They reported the patient is not currently using his backup insulin infusion device because his device piston rod was "messing up" and he was not getting his insulin. The patient is currently not using an infusion device. Repeated attempts were made to follow up with the patient. Two weeks later, the patient's mother stated the patient's primary infusion device was stolen and they were working on getting it back. She stated that the patient was hospitalized with ketoacidosis when he was having issues with his backup device. She said she did not have time to discuss it now but would call back. On follow up with the mother two weeks later, she stated that about 1 month ago, the patient's blood glucose measured "hi" 3 times in 6 hours. They checked his ketones which were "really high". She took him to the hospital where he had blood work done and he was given fluids to bring his readings down. It was determined his device was not giving him enough insulin and he was disconnected from his device and admitted to the hospital. He was given injection therapy for 24 hours and then released with readings in the 200 mg/dl range. He has been on injection therapy since that time and his readings have remained within his normal range. Symptoms of hyperglycemia are headaches, lightheadedness, and red circles under his eyes. The mother stated she uses cold insulin to fill the insulin cartridge and was advised to only use room temperature insulin. She does not adjust the piston rod prior to inserting the cartridge and was advised to do so. No further troubleshooting was available as the mother did not have the backup device with her. The infusion device was replaced and requested to be returned for evaluation.